Event description:
It was reported that a minimum fill notification occurred during the load sequence. No further information was able to be provided by the customer regarding amount of insulin filled into the cartridge. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.